Manufacturer narrative:
Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number provided. Without a lot number a device history record review could not be requested.

Event description:
Patient status post distractor ring fixator with wire implantation returned to surgeon with the three 1.8 mm wires broken. Surgeon scheduled revision and removed the three broken wires with no pieces remaining in the patient's tibia. Patient was revised to three 2 mm wires. This is two of three reports for this event.